Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. Technical services reviewed the electrograms for latitude. The clinic has successfully reprogrammed the device. There were no additional adverse patient effects. The system remains implanted.